Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was observed. Prior to using the device, the proximal end of the 3.00x20 mm taxus express2 drug eluting stent strut was found to be flared. Another taxus stent was used to complete the case. No pt complications were reported. There was no pt contact.